Event description:
The account alleged the bed had no functions electrically or manually. No injury reported.

Manufacturer narrative:
The account replaced the power control module to resolve the issue.